Event description:
Consumer stated that he was brushing his teeth, and while brushing 1 1/2 inches of the head of the toothbrush broke off and went down his throat. Throat did bleed. Consumer choked on product but did get it back out and bleeding stopped.